Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary vessel. A 2.50x38mm promus element long stent was advanced to treat the lesion. However, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary vessel. A 2.50x38mm promus element long stent was advanced to treat the lesion. However, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The mid-section of the stent was damaged with stent struts misaligned. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.